Event description:
The manufacturer received information alleging a dreamstation device. The patient states that fibers were coming out of her mask and ends up in her nose, she feels something coming through the mask onto her face when sleeping. Patient alleges that she feels like she can't breathe. The device was known to be in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.